Event description:
During an implant procedure, low pacing impedance and a loss of capture and sensing were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of lead damage, failure to capture, failure to sense, and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies, with the exception of damages which were consistent with procedural damage.